Event description:
A pack of rf lap sponges was opened, and when one side of the blue paper was folded back a bug was seen on the blue paper. The pack did not touch the scrub tech, the sterile field, or the patient. Medtronic situate laparotomy sponge rf and x-ray detectable pack - ref: l1818-04p01c-1, lot: 240908at, exp: 07-18-2029.